Event description:
While performing a procedure to the mid right coronary artery (rca), the physician advanced the cypher pass the lesion and attempted to bring the stent delivery (sds) back to place the stent properly across the lesion, the stent was stripped off the balloon and migrated to the proximal rca. The physician tried to dilate the stent; however, the stent did not fully dilate properly. The stent looked to have a kink. There was no negative prep completed prior to insertion. The pt is doing well.

Manufacturer narrative:
This product is not available for analysis as stated. Additional info will be provided within 30 days of receipt.